Event description:
Pt had a piccline inserted for antibiotic therapy. Piccline was approx 1 month old. Nurses had difficulty flushing line. Tubing was changed. Line was treated with abbokinase on the tuesday, prior to the incident with good results. Piccline occluded again on friday, 8/4/95. Pt was seen in hosp on 8/7/95 & abssessed by nurse/pa. It was discovered that the PICC line had migrated to right atrium. Interventional radiology was done to retrieve the line. Pt did well & was discharged the same day.